Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube and battery cap contact. Unable to perform displacement test, operating current and off no power test due to blank display. Unable to verify battery out of limit alarm due to blank display. No moisture damage on the electronic stack and motor. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 212 mg/dl. It was explained to the customer the alarm and possible cause. The customer stated the device alarmed after battery change. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 212 mg/dl. The customer reported that the device exposed to battery acid. The customer reported that the battery may have busted in pump. Customer stated the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.